Event description:
Related manufacturer reference number: 2017865-2022-04699. It was reported that patient presented for device upgrade procedure. During procedure, it was found that patient's right ventricular (rv) lead exhibited fluctuating capture threshold. On following day of surgery, it was found from x-ray that patient's rv and atrial leads were dislodged. Loss of capture was also noted on both leads. Patient received inappropriate shocks. The rv lead was explanted and replaced. The atrial lead was repositioned successfully on (B)(6) 2022. The patient was stable.